Event description:
As reported by the facility: reports pre-primed set was attached to chemotherapeutic agent torisel which was mixed into an excel bag. Set was placed in outlook es pump, infusion started and patient noted drug dripping onto floor. Leak was noted in cassette assembly area. Chemo spill in area on floor and over pump. There was no more of this drug in house to administer to the patient. Patient had a therapy variance because of leaking tubing. Customer has saved tubing they have evacuated as much of drug as possible. Additional information provided by the facility indicated there was no chemo exposure to the patient or the staff. A drug variance report was filed with the risk management department due to the patient not receiving the full dose of chemotherapy. After evaluation of the report by the risk management department, it was determined the patient suffered no adverse sequela associated with the reported incident.

Manufacturer narrative:
The actual IV set was returned to the facility to be evaluated. No visual manufacturing defects were noted. The sample was air tested per specification for leakage. There was a leak observed from a hole in the film above the tubing insert rib on the magnetic well side of the cassette. Although, no inventory remains of the reported lot, the house retain samples for the reported lot were physically tested for leakage. All samples passed the leakage test. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacture process. There are no other reports of this nature against the reported lot number. At this time no specific conclusions can be drawn. This incident is still under investigation. When additional information becomes available through investigation, a follow-up report will be filed.